Manufacturer narrative:
The fbf instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The fbf instrument was found to have a broken grip at the grip base. A piece approximately 0.193" x 0.562" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log showed the fenestrated bipolar forceps (fbf) instrument (part #470205-17 / lot #n11200206-0041) was replaced with another fbf instrument (part #470205-17 / lot #n11200206-0034). The logs confirmed both fbf instruments were used on (B)(6) 2020 with system sk3621. The fbf instrument (lot #n11200206-0041) has 10 allotted uses and 7 lives left.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was using the fenestrated bipolar forceps (fbf) instrument, one of the tips of the fbf instrument broke off and fell inside the patient. The broken fragment was retrieved during the same procedure. The site replaced the fbf instrument with the same kind and continued with the case. The site performed a post-operative x-ray, and the radiologist confirmed the x-ray was negative for metal. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information from the site robotics coordinator (roco): the instrument was inspected prior to use and no issues were noted. The site was performing a hysterectomy surgical procedure. The surgeon was grasping tissue at the time of the event. The roco believes the fragment was retrieved with a laparoscopic instrument. An x-ray was performed, and the customer confirmed all fragments were retrieved. No additional surgical procedure was required, and there was no harm to the patient. The instrument performed as intended up until it broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. Upon final removal of the instrument, the wrist was straightened. There was no resistance while removing the instrument through the cannula. The staff did not notice any damage to the cannula. There was no other damage to the instrument after the event occurred. The patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object.